Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the jaws broke after two - three activations. After two-three activations, the generator stated instrument failure. Unknown how case was completed. There were no adverse consequences for the patient. Additional information requested as to what piece of the jaw broke, if anything fell into the patient, how retrieved.